Event description:
The results of the investigation found that the downstream occlusion (dso) seal was lifting. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full facility address is 905 lakeside dr gurnee biomed facility. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found that the unit had an error code of 46440 stating a miss reading on the dso sensor. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal, a lifting upstream occlusion (uso) seal and a damaged air in line sensor. The dso seal was recalibrated, the uso seal was replaced and the air in line sensor was also replaced to fix the issue.